Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2009 the patient visited the office for a follow up. He had an x-ray exam done. (B)(6) 2009 the patient underwent an MRI scan of the lumbar spine. He complained of low back pain and right hip pain, tingling and numbness. Impression: 1. There was some degenerative disc disease at all the lumbar levels as discussed above. 2. There was marked disc space narrowing at the l5-s1 level. 3. There was mild bilateral inferior foraminal narrowing at the l2-3, l3-4 and l4-l.evels. 4. There was no evidence of a herniated disc or spinal stenosis. 5. There was moderate bilateral facet arthropathy at the lower four lumbar levels. Addendum: there was borderline spinal stenosis at the l4-5 levels. (B)(6) 2009 the patient presented with back and leg pain. He underwent MRI of the l-spine and an x-ray. (B)(6) 2009 the patient presented with back pain. (B)(6) 2009 the patient presented with back pain. He underwent radiological tests (electrocardiogram), chest pa and lateral. Impress ion: no acute disease. (B)(6) 2009 the patient presented with lumbar spondylosis and stenosis l4-6. He underwent the following procedures: bilateral l4-5 laminectomy, medial facetectomy. Exploration and fusion l5-s1. Tlif l4-5. Anterior interbody fusion with crescent cage local bone graft, matrix and rhbmp-2acs. Posterolateral fusion with local bone graft, matrix and rhbmp-2acs. The annulus was incised and a window was formed. It was enlarged with box osteotomes. A contralateral intralaminar distractor was utilized. Disc space was prepared using curets and pituitary rongeurs and end-plate preparation tools. All disc was removed. The disc space was irrigated and sized to an 11 millimeters cage. The wound was again copiously irrigated. Anterior aspect of the disc space packed with a combination of graft, matrix and rhbmp-2acs. The cage was packed with morcellized bone and impacted into the disc space with good fit and fixation. The wound was again irrigated. Frame dropped to increase lordosis. Rods were placed bilaterally and compression applied. Good reduction and restoration of lordosis was achieved. Top loading plugs were sheered after ap and lateral x-ray showed the instrumentation in good position. Remaining graft, matrix, rhbmp-2acs and local bone was placed into the left lateral gutter. The right lateral gutter was grafted with bone only. (B)(6) 2009 the patient underwent MRI scan of the brain. Impression: normal brain mra. He also underwent intracranial mra and neck mra. The patient had dizziness and left sided weakness. Impression: there are findings compatible with atherosclerotic disease involving the bulbar regions of both proximal internal carotid arteries resulting in moderate luminal narrowing as discussed above. Otherwise, the mra study was within normal limits. Review of systems: positive for headaches. Positive for dizziness. (B)(6) 2009, the patient presented for a follow up. (B)(6) 2010, the patient presented for a follow up. The patient complained of intermittent left leg pain. His major complaint was neck pain with pain in the left arm to about the elbow. (B)(6) 2010 the patient presented with pain and underwent an MRI scan of the lumbar spine. Impression: 1. Multilevel cervical spondylosis as discussed. There was multilevel neuroforamen narrowing due to uncovertebral osteophytes and facet osteoarthropathy most severe at c2-c3, c5-:c6 and c6-c7. 3. Posterior disc osteophyte complexes at c5-c6 and c6-c7 with flattening of the ventral aspect of the spinal cord and spinal canal narrowing as discussed. 4. Other multilevel disc bulging and disc osteophyte complexes as discussed. (B)(6) 2010 the patient presented for a follow up. The patient continued complaining of pain in his neck, radiating down into his left arm and to the middle fingers of his left hand, for the most part. There was tingling in a similar distribution. The patient has got a new MRI scan which showed multilevel spondylosis at cs-6 and c6-7, and c7-t1. There was no significant stenosis at c6-7 or c7-tl, although he did have some anterior cord flattening at the cs-6 level, and bilateral foraminal stenosis where the central canal was reduced to just a hair under 10 mm. (B)(6) 2010 the patient presented with chronic neck pain, cervical degenerative disk disease, and cervical radiculopathy. He underwent the following procedures: cervical epidural steroid injection under fluoroscopic guidance using radiopaque catheter targeting c5-6 level. (B)(6) 2010 the patient presented with chronic neck pain, cervical facet arthropathy, cervical degenerative disc disease. He underwent a fluoroscopic test. (B)(6) 2010 the patient presented for a follow up visit. The patient complained of neck pain. He also complained he had intermittent numbness and tingling in left equal to the right upper extremity moving medially into his hands. (B)(6) 2011 the patient presented for a follow up. He continued to complain of neck pain, numbness in his arms, pain in his arms and occipital headaches. MRI scan done on the middle part of last year showed c5-6 stenosis with cord flattening and loss of csf, but no gross cord deformity or increased signal. (B)(6) 2011 the patient presented with progressively worsening back and leg pain. (B)(6) 2011 the patient presented for a follow up visit. He had an automobile accident. Since then, he has had pain under his left shoulder blade. He also had severe pain in his lower back but that had resolved and he went back to his usual baseline of discomfort. MRI of his cervical spine showed multilevel degenerative disease. The most degenerated disc was at c7-tl although the bulging disc at c5-6 and c6-7 caused more canal stenosis. It also looks like he had subluxation of t3 on t4 although there was no cord compression. He had a fusion in the lumbar spine at ls to the sacrum. He had bulging discs at l2-3 and l3-4 but there was minimal canal stenosis. (B)(6) 2011 the patient presented for an office visit and underwent trigger point injections. He was diagnosed with myofascial pain. (B)(6) 2011 the patient presented with myofascial pain. Per op notes the patient underwent the following procedure: trigger point injection of the left rhomboideus major, trapezius and rhomboid minor total of 10 trigger points. (B)(6) 2011 the patient underwent MRI of thoracic spine without contrast. Indication: upper back pain radiating into the left shoulder, prior history of upper back injury and lumbar spine fusion surgery. Impression: multilevel degenerative disc disease, with several areas of foraminal narrowing but no significant spinal stenosis. (B)(6) 2011 the patient presented for followup. The patient continued to complain of pain under his left shoulder blade. The patient had a new MRI scan. It showed multilevel spondylitlc disease in the thoracic area with the worse being probably at t9-10, where there were significant modic changes at the end plates. There was no central canal stenosis, although there was varying degrees of foraminal stenosis. (B)(6) 2013 the patient presented for a follow up visit suffering with neck pain. He was diagnosed with ddd( degenerative disc disease), cervical and left hip pain. The patient underwent MRI scans of the cervical spine without contrast and x-ray of the hip. Review of systems: musculoskeletal: positive for back pain and joint pain. Neurological: positive for tingling and headaches. Negative for focal weakness. Psychiatric/behavioral: positive for depression. Negative for suicidal ideas. (B)(6) 2013 the patient presented for a follow up with neck pain and headaches. He was diagnosed with cervical spondylosis without myelopathy primary. He underwent an MRI scan which showed spinal cord flattening at c5-6 and degenerative change at c5-6, c6-7, and c4-5. Review of systems: musculoskeletal: negative for back pain and joint pain. Neurological: positive for headaches. Negative for dizziness, tingling, tremors, sensory change, speech change, focal weakness, seizures, loss of consciousness and weakness. Psychiatric/behavioral: negative for hallucinations and memory loss. The patient is not nervous/anxious and does not have insomnia. (B)(6) 2013 the patient presented for a follow up with neck pain and headaches. He had an MRI scan prior to the blocks which shows major cord flattening at c5-6 but nothing acutely dangerous negative for joint pain. Psychiatric/behavioral: positive for depression. Negative for hallucinations and memory loss. The patient is not nervous/anxious and does not have insomnia.